Manufacturer narrative:
Unit received with constant insulin pump error alarm due to a faulty y1 on the rf board. Unable to perform operating currents, self-test and displacement test due to insulin pump error alarm. Pump received with cracked lcd window, cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error alarm. Customer reports they were able to clear the alarm. Customer states alarm occurred during normal use. No harm requiring medical intervention was reported. The device was returned for analysis.